Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: fracture of the subcutaneous patch electrode in a patient with an implanted cardioverter-defibrillator circulation journal 2005;69(1):116-118. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding defibrillator leads. The authors discussed a case where a lead that was implanted in the coronary sinus moved five days post implant and defibrillation was unsuccessful. A subcutaneous patch was placed, and defibrillation was effective. Later, an x-ray revealed a fracture of the subcutaneous electrode. The patch electrode was isolated, and a new lead was implanted. The disposition of the leads is not known. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.